Event description:
It was reported while using bd eclipse¿ needle the label was missing information. This occurred on 64800 pieces. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) has informed me that during the appearance inspection of the eclipse needles batch 0010716410, vendor lot 3083420 received last week. It was notified that the title on the blister was printed on the perforation. Which means that when the packs get separated, some of the text is missing/unreadable. It was found around 20 packs from one box with this issue.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the top web artwork related to the bd eclipse brand name was cut off. The cannula gauge and size information were on the label, as well as the variable print information. Bd determined that the cause of the failure was related to our manufacturing process. Actions have been taken to address this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd eclipse¿ needle the label was missing information. This occurred on 64800 pieces. There was no report of patient impact. The following information was provided by the initial reporter: amgen breda has informed me that during the appearance inspection of the eclipse needles batch 0010716410, vendor lot 3083420 received last week. It was notified that the title on the blister was printed on the perforation. Which means that when the packs get separated, some of the text is missing/unreadable. It was found around 20 packs from one box with this issue.